Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was in emergency medical service due to low blood glucose on (B)(6) 2020 with blood glucose of 21 mg/dl. The customer's current blood glucose was 389 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by glucose and carb intake. Customer stated they had been using insulin pump within 48 hours of reporting low blood glucose. Customer was not using automode feature during the event. The insulin pump will not be returned for analysis.